Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate therapy for atrial fibrillation with rapid ventricular response (rvr). It was noted that a programmer interrogation was performed and the tachy mode was programmed off afterwards. This triggered a latitude alert. The device remains in service. No additional adverse patient effects were reported. Additional information was received which reported that the patient expired which was not related to the device or the previous inappropriate therapy. Tachycardia therapy was programmed off during that time of the patient expiring; it was noted the programming was not due to the inappropriate therapy.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate therapy for atrial fibrillation with rapid ventricular response (rvr). It was noted that a programmer interrogation was performed and the tachy mode was programmed off afterwards. This triggered a latitude alert. The device remains in service. No additional adverse patient effects were reported.